Manufacturer narrative:
The reported event of oversensing was confirmed. Artifact episodes were noted in the device image, but not enough information to identify the cause. Associated leads were not returned for analysis. Device was received with normal output and telemetry communication. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found in normal range. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
This device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.¿

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.